Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during ablation of the right inferior pulmonary vein (ripv) the physician noticed that diaphragm movement stopped, indicating phrenic nerve palsy. The ablation was immediately stopped, and after waiting for about ten minutes, the diaphragm movement did not recover. The procedure was aborted after transseptal device usage.no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that no further intervention was given to treat the symptoms and no further complications with the exception of the phrenic nerve palsy (pnp).

Manufacturer narrative:
Product event summary: data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 14 applications were performed using a catheter identified as 2af283 of lot number 23160. The patient file did not show any system notice on the reported date of the event. The reported phrenic nerve palsy issue could not be assessed through analysis of the available data files. No additional information was provided, and the issue is not documented within the data file data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.